Event description:
The event is reported as: the alleged incident occurred in the intensive care nursery and involved a neonatal patient. The patient was burned on the arm from a high flow nasal cannula circuit which was in use with the neptune heater. According to the bedside staff, the neptune heater did not alarm when the o2 flow was disconnected. The heated wire circuit was heated by the neptune to compensate and caused a burn when in contact with the patient¿s skin. It was reported by the user facility that the o2 line was ¿inadvertently¿ interrupted/disconnected. Patient condition: it is reported that the patient sustained a burn due to contact with the reported circuit. The patient was discharged from the hospital with a topical antibiotic which was supposed to be applied directly to the blister three times per day until used up. No further harm to the patient.

Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned. A device history record (DHR) review could not be conducted since the lot number was not provided. The assembly process and mfg procedure for catalog # 2410 were reviewed and no findings that can potentially relate to the reported issue were found. Additional document review was conducted for product IFU ¿doc number: 83483-45. The product IFU states several warnings and cautions to avoid a burn during the use of the product. The complaint was not confirmed due to the lack of product sample to perform a proper investigation. However, based on the customer complaint description the product was used against IFU warnings causing the issue reported. The product IFU states ¿do not allow the circuit to rest on the pt¿s bare skin¿.